Manufacturer narrative:
Date of implantation is an unknown date in (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Date of concomitant therapy is the same as date of implantation; an unknown date in (B)(6) 2018. Part: 04.005.524s; lot: l863882; manufacturing site: (B)(4); supplier: (B)(4); release to warehouse date: april 20, 2018; expiry date: april 01, 2028. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The certificate of irradiation was reviewed, and the device was sterilized as required. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The manufacturing documents were reviewed, and no complaint related issues were found. Product was not returned; therefore, no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient that was implanted with a trochanteric fixation nail-advanced (tfna) nail is scheduled to be revised to a total hip replacement due to cut-out of the tfna helical blade element. Originally, the patient underwent implantation of the tfna nail, locking screw, end cap and helical blade, on (B)(6) 2018. On (B)(6) 2018, the cut out implant has been removed easily however the revision surgery has been delayed due to infection at the site. The revision surgery has yet to be completed. There was no surgical delay. Patient outcome was unknown. Concomitant device reported: synream reaming rod 2.5 mm, short, l950 mm (part #: 352.032s, lot #: l914347, quantity: 1). This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 34mm f/im nail-ster this is report 3 of 4 for pc-(B)(4).